Event description:
It was reported by customer that proximal access point leaks liquid when needle flushed from distal access point and foamy blood is noted when drawn blood from proximal lumens. This is occurring with the 3/4-inch needles. It was reported this occurred with 4 devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.